Event description:
A report was received that the patient was unable to charge the ipg after multiple non-device related surgeries in the past. The physician believed that electrocautery was used in the previous surgeries. The patient underwent an ipg replacement. The patient was doing well post operatively. No device malfunction was suspected. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.